Event description:
Philips received a complaint on the v60 ventilator, indicating that the nav-ring was non-responsive. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2031642-2022-03061. The investigation will be documented under MFR report number 2031642-2022-03061. Therefore, this complaint no longer meets reportability requirements. H11: updated contact information, contact office entity, and manufacturing site.